Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to clogging of the nozzle. In addition to the findings in b5, evaluation found the following: due to clogging of nozzle the air supply volume did not meet the standard value, due to wear of angle wire the bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the universal cord had a wrinkle, paint was peeled on the air water cylinder and the suction cylinder, the electrical connector had corrosion due to water leakage also causing a noisy image, adhesives on the light guide lens, the objective lens, and the bending section cover all had white clouded areas, the bending section cover also had a chip and crack, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the gastrointestinal videoscope had air/ water flow issues. There was no report of patient harm, injury, or procedural delay. The device was returned for evaluation and it was found the nozzle has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.